Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that m2 error observed when the centrimag motor was connected to the console. Customer returned motor for evaluation and requested replacement. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an m2: motor disconnected alarm was confirmed. The returned centrimag motor (serial number (B)(6)) was received at the service depot. The motor was tested alongside known working test centrimag equipment, and the system alarmed with an m2: motor disconnected alarm upon being powered on. The alarm was occasionally cleared upon manipulating the motor cable at the motor end bend relief, allowing the motor to start; however, the pump fluttered while the motor cable continued to be manipulated during these times. The motor cable¿s inner wires were measured, and one of the motor¿s bearing phase correlating to its input and output current was observed to be open upon manipulating the cable near its motor end bend relief. The motor¿s cable was opened near its motor end bend relief, and all of the motor¿s inner conductors were observed to be kinked and discolored. The root cause of the reported event was determined to have been wire fatigue within the motor¿s power cable. Although the root cause of the wire fatigue was unable to be conclusively determined, the fatigue appeared to have been caused by repeated flexing of the cable over time. Review of the device history record for (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag motor instructions for use (IFU) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.